Manufacturer narrative:
According to the facility, in (B)(6) 2026, during a soap suds enema, the rn did not remove the soap enema cap prior to inserting enema into the patient's rectum which resulted in a retained foreign body requiring a procedure and sedation to have it removed. No additional information at this time. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the facility, in (B)(6) 2026, during a soap suds enema, the rn did not remove the soap enema cap prior to inserting enema into the patient's rectum which resulted in a retained foreign body requiring a procedure and sedation to have it removed.